Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door failed to recover. The customer had performed a station reboot and ran recover storage space, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 7 was jammed. A field service engineer in hardware test application (hta) manually released tower door using release lever. The door latches and wire harnesses were inspected. All doors were closed; however, door 7 did not close flush. A fluid bag was found jammed behind the trays; the tray was adjusted after repositioning the fluid bag correctly. Tower door 7 was then closed, and in hta the door was able to open and close successfully. The system functioned as intended after the field service engineer repaired the device.